Manufacturer narrative:
Portions of this event were previously reported via alternative summary report (asr) on 30jun2017, exemption number e2014015; this report is intended to be a follow-up report to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced pneumoperitoneum, fever, nausea, vomiting, and small bowel obstruction. Additional information received further reported that the patient suffered complications associated with transvaginal mesh products including: severe pain with daily activities and intercourse, emotional pain, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.